Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information about the complaint. There was no evidence of the jaw/hinge being dislodged. The tips were not broken off when the instrument was inspected prior to use. The issue was noticed when regrasping tissue. The incident involved a fragment falling inside the patient anatomy. The fragment was retrieved during the same procedure and there was no injury to the patient. There was a five-minute delay to retrieve the fragment and the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip. The bent tip caused side to side misalignment of the grips. The complaint was confirmed by failure analysis.